Event description:
It was reported the system was removed because the patient needed an MRI of the abdomen/pelvic area. There was no issue with stimulation reported and the MRI was due to another medical issue. During the explant, the four electrodes broke off. The length of lead remaining in the patient was unknown. It was further stated that ¿most¿ of the lead was removed, but the lead sheath did break. The tines were ¿maintained along the s3 nerve.¿ a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-33, lot# v345214, implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).